Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified left anterior descending (lad). During the procedure, it was noted the stent was damaged. The procedure was successfully completed with another with the same device. No patient complications were reported and the patient's status is good.